Event description:
Reported a nondelivery. At an unspecified time, the device was programmed to deliver heparin (25000u/250ml) and the delivery was started. No specific programming parameters were provided. Approx 15 to 30 minutes later, the nurse noted the display for line a indicated the pump was delivering; however, "there were no droplets coming down." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required.